Event description:
Boston scientific received information that four days post implant, this right ventricular (rv) lead ((B)(4)) revealed a loss of capture (loc) during device testing for an unknown duration. A revision procedure was performed and the rv lead was explanted and surgically abandoned at the hospital. A new rv lead ((B)(4)) was successfully implanted and all measurements were within normal rage. Three days later at a routine follow up, this right ventricular (rv) lead ((B)(4)) revealed a loss of capture (loc) as well for an unknown duration. Due to this reason the decision was made to explant and replace the lead with a competitor lead. The rv lead ((B)(4)) will be returned for analysis as the rv lead ((B)(4)) was surgically abandoned. All measurements were taken and within normal range. No adverse patient effects were reported.

Manufacturer narrative:
The abandoned lead ((B)(4)) will not be returned to boston scientific. To date the explanted lead ((B)(4)) has not been returned to boston scientific. Upon receipt the lead will undergo detailed laboratory analysis in an attempt to confirm and determine the root cause of this event.

Manufacturer narrative:
Upon receipt at our (B)(4) laboratory, a thorough evaluation of the (4096) lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found the helix mechanise on the lead would not extend due to dried blood in helix. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities as the lead passed all electrical testing.